Event description:
International affiliate reports the perforator failed to disengage during drilling of the cranium. However, the surgeon was able to stop the perforator before finishing the hole. He used a small drill to complete the hole. No injury to the patient.